Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer did not take action to resolve high bg. Customer either reloaded the cartridge or loaded a new cartridge to resolve the issue and continued to use pump for insulin therapy.